Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. One day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 72 hrs, discontinued after 11 days) and forte injection (1gm, once daily, discontinued after 11 days) for peritonitis. The patient was discharged, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week) 12 days after the event onset. At the time of this report, the patient has not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.